Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. When reviewing the naviosystem.logs, the reported "internal error" was not found. It is suspected that there is log corruption, and it currently cannot be associated with system failure. Further analysis of the event is being conducted by the software engineering team. The ¿blue man¿ appearing on the console could not be confirmed, either. When the system is out of sync and goes into a safe state, the ¿blue man reading¿ symbol appears on the screen. This symbol is the ¿follow instructions for use¿ symbol, and instructs the user to consult operating instructions, and to refer to manual(s) and accompanying documents before use. If this symbol appears on the front of cori after powering on, turn off cori by pressing the switch to off. Turn it on again to clear the symbol and power the machine. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Based on the investigation, no other containment or corrective actions are recommended at this time.

Event description:
It was reported that while they were starting the cori tka procedure, they received an internal error and the ¿blue man¿ ((B)(4)). They rebooted, started a new case, and received the drill disconnect error as soon as they hit unlock ((B)(4)). They pushed the carriage back manually with the burr, then quit the case and resumed. They were able to calibrate successfully and begin the case. The surgeon milled laterally, got two thirds of the medial distal condyle and received another drill disconnect error. They quit the case, reassembled, calibrated successfully, and finished milling. A delay of about 5-10 minutes was reported. No patient injury or other complications were reported.